Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by a third-party service provider. The main board will be replaced to address the reported issue. In addition, unrelated to the reportable issue/malfunction, the blower assembly, machine flow sensor, muffler assembly, and blower bellow were found to be contaminated. The foam filter will also be changed preventatively. H3 other text : device evaluated by third party service center.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.